Event description:
Additional information received clarified that the implant procedure was done with x-ray but at the moment when the event occur, the x-ray was not utilized. The delivery system was removed from the patient by pulling strongly.

Manufacturer narrative:
(B)(4).

Event description:
The proximal neck diameter was 27mm, and was 24mm in length. The neck angulation was not noted. The abdominal aortic aneurysm diameter was 55mm, and the distal aortic diameter was 28mm. The right common iliac artery diameter ranged from 11-19-15mm. And the left common iliac artery diameter ranged from 19-13-15mm. Additional information received reported that the cause of physician unable to remove the delivery system from patient was possibly due to spindle caught on suprarenal stent during device withdrawal. The stent graft was deployed and implanted in patient, however, it was misplaced. The delivery system was successfully removed from the patient. There was no patient injury due to inability to remove delivery system. It was later reported that the aui was implanted because the first implanted stent graft was totally misplaced for about 7 to 8 cm. Per the physician, the cause of spindle caught on suprarenal stent during withdrawal remains unknown; the cause of stent graft being misplaced remains unknown because the procedure was done without x-ray. It was also unknown if there was endoleak due to stent graft being misplaced. Films review and analysis: several pre-implant CT's and angios revealed that the neck was not noticeably angulated in the l-r orientation, and the left iliac artery was severely tortuous. Levels of calcification were seen along the proximal neck and bilateral iliac arteries. Post-implant images of the device showed that the graft cover appeared twisted in multiple locations. From the information provided the cause of the events could not be determined. The anatomy at implant could not be properly assessed from the images provided, films during the implant were not available for return, and the delivery system was not returned. The cause of the spindle getting caught on the delivery system is unknown, however, it is likely that removal of the delivery system without visualization contributed to the event. Patient anatomy may have also contributed.

Manufacturer narrative:
(B)(4). Lack of visualization.

Event description:
An endurant ii stent graft system was used for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the delivery system was not able to be removed. The device was used in patient. Additional product of endurant aui was used. No clinical sequelae were reported and the patient is fine.